Event description:
It was reported that the unit was failing the defibrillation portion of the operational check. When the user pressed the charge button, the device powered down. There was reportedly no patient involvement.